Event description:
It was reported by service report that the breakaway release crossbar was bent and the trigger lock was broken. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bent release crossbar.